Event description:
Two occurrences with same patient: first occurrence: central station started reading a heart rate of 60, 40 then 28 with no change in the rate or rhythm of the patient. Paced rhythm was at 120. Patient was calm, not moving, leads good. Upon review from central monitor the saturation heart rate (hr) was 120. We educated the nurses to check all of the data, but they did start CPR briefly. Second occurrence: nothing had changed with the patient, nurse was just standing at bedside when number dropped. Paced rhythm was at 110. Now has an arterial line so easier to see that the hr number is wrong. 5 lead on. Full disclosure printout shows hr decrease to 12bpm and 19bpm. Manufacturer response for patient bedside monitor, b850 (per site reporter). Ge investigation "finding".